Event description:
Right total hip replacement on (B)(6) 2003. He received the depuy total hip pinnacle acetabular cup, ultamet metal insert 35mm 60d, and s-rom m metal-on-metal femoral head. In 2011, his left total hip replacement failed requiring revision. At this time he was diagnosed with metallosis due to elevated cobalt and chromium levels in his blood. He continues to experience pain associated with the recovery from his revision surgery. Reason for use: right hip avascular necrosis, stage IV.